Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed, de novo, mid right coronary artery (mrca). A 3.5x15mm nc traveler balloon dilatation catheter (bdc) met resistance during successful advancement to the lesion; however, during the first inflation to 8 atmospheres (atm), the bdc ruptured. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in the procedure. The procedure was continued with a non-abbott device and successfully completed with a 3.5x28 xience sierra drug eluting stent (des). No additional information was provided.